Manufacturer narrative:
All buttons functioning properly. No damage and unlocked lcd keypad connector during visual inspection noted. No audio/beep anomaly noted. Device was received with normal operating currents and passed rewind test, self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. No rewind loud noise anomaly noted during testing. Device had cracked battery tube threads. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had depleted battery life and some of the buttons were hard to press. The customer reported that the motor sounded louder and there was crack on the battery compartment. The customer also reported that the alarms were hard to clear and alarm tones were changing. The insulin pump will not be returned for analysis.